Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 13-apr-2023. Investigation summary: bd received [1000] samples for investigation. 10 returned samples were sent for titration. 10 returned samples were analyzed for edta content; 1 out of 10 failed. Bd was able to duplicate or confirm the customer¿s indicated failure mode based on the returned samples test results for incorrect additive quantity. Root cause of this defect was identified as faulty tubing (used to supply additive to the dispense heads on the manufacturing line) supplied by the vendor. Actions have now been put in place to ensure dimension is checked on receipt of new deliveries. Additionally, 10 returned samples were drawn with water. No water pooling was observed in the stopper well. Bd unable to confirm blood pooling from the returned samples test results. Bd was not able to identify a root cause for the indicated failure mode: blood pooling. A review of the device history record indicated a quality notification was raised for this issue.  However, lot passed all in-process and final quality checks for lot release.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tube there was missing additive and clotting. The additive event occurred 4 times. The clotting event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "it seems that some of the tubes do not contain anticoagulant at all, as our blood samples completely coagulate after sampling. There were no adverse effects on the patient."

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tube there was missing additive and clotting. The additive event occurred 4 times. The clotting event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "it seems that some of the tubes do not contain anticoagulant at all, as our blood samples completely coagulate after sampling. There were no adverse effects on the patient."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.